Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was observed to be depleting quickly. There was no reported adverse impact to the customer's blood glucose (bg) level. The customer would continue to use the pump for insulin therapy. The customer declined follow up from tandem technical support to confirm that the battery was depleting within normal parameters.